Manufacturer narrative:
E1: customer name and address = postal code: 510000. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a retrograde intrarenal surgery (rirs) to remove stones in the left kidney, a ncircle delta wire tipless stone extractor basket wire broke and separated from the sheath. The device was tested prior to use and opened and closed properly. During the stone removal, the user detected one of the basket wires were broken. The device was removed from the patient. When the user examined the device by touching the broken wire, it separated from the sheath. A laser was not used at the same time as the basket. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d4 and h6 (annex a) investigation ¿ evaluation as reported, during a retrograde intrarenal surgery (rirs) to remove stones in the left kidney, a ncircle delta wire tipless stone extractor basket wire broke and separated from the sheath. The device was tested prior to use and opened and closed properly. During the stone removal, the user detected one of the basket wires were broken. The device was removed from the patient. When the user examined the device by touching the broken wire, it separated from the sheath. A laser was not used at the same time as the basket. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test verification of the returned device, were conducted during the investigation. One device was returned to cook for evaluation in an open package with label. There was one basket wire broken - a segment is missing and was not returned. There did not appear to be any charring on basket wire. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed no recorded non conformances relevant to the failure mode. A complaint history search found no other relevant complaints had been reported for this lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provides evidence to support that the device was manufactured to specification. There is no evidence to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, there was no evidence the wire had been exposed to a laser or other electrified instrument. The cause for the issue could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.